Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Follow up report sent to FDA on 02/27/2015.

Event description:
Procedure: gastric band. According to the reporter: small seal on the devicewas dislodged and fell into the patient during laparoscopic sleeve. It was noticed and retrieved.